Event description:
Patient coded, zoll pads were applied, no rhythm was noted/displayed on the zoll monitor. (After applying the zoll pads, rhythm should be displayed on the monitor.) Staff obtained another zoll monitor and care to the pt did not stop and was not interrupted during this time.